Event description:
The device was being used for an electrophysiology study in the hospital's cardiac cath lab. The pt was connected to the device with disposable defibrillation/ECG electrodes and adapter. According to the reporter, following a countershock, the monitor screen failed to display the patient's ECG in paddles mode. No adverse affects to the patient were reported as a result of the alleged malfunction.

Manufacturer narrative:
D9: returned to MFR on 7/10/97. In an evaluation of the device, the hospital biomedical dept. Observed an intermittent failure of the device to display a signal through the quick look function following energy transfers. In an evaluation of the device by co, a complete functional test was performed and proper operation was observed. The transfer relay was replaced as a preventative measure and the unit returned to the customer for use.